Event description:
The customer reported that insulin pump alarmed and insulin squirted out. The blood glucose reading was 242mg/dl. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk. The device was received with scratched display and cracked reservoir tube lip.